Event description:
Additional information was received on 17 jan 2024: the procedure performed was a percutaneous transluminal angioplasty (pta) crossover using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion prior to deployment. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The patient was stable. There was no blood loss. No equipment or other devices were used with the involved angio-seal .

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, and correct sections b1, b2, h1, and h6: health effect - impact code.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition the hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The distal tip was found to have been cut open and the anchor was visible within the opening. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal was defective and visibly torn twice on the tube at the tip of the system. The torn parts stuck out slightly, the anchor was visible at the end of the tube and was still in the tube. The doctor was unable to provide a precise description of the process. There was no harm to the patient.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.